Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed no delivery. Customer changed the infusion set and reservoir and the device was working. Possible occlusion in the reservoir or infusion set. Customer's mother also stated the device was supposed to give 6.6 units of insulin and instead it delivered 7.7 units. Customer's mother was advised to monitor the device. No further information reported.